Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was in the cardiovascular intensive care unit (cvicu) after an episode of ventricular tachycardia (vt) arrhythmia. The ICD device was interrogated, and the health care professional (hcp) called technical services (ts) and requested review of the device stored data due to concerns of device not providing therapy when required. The hcp noted that the patient was in a ventricular tachycardia (vt) arrhythmia however, the ICD appeared to not deliver therapy. Ts was unable to review the episodes due to the device had yet to be interrogated. Ts advised the hcp to contact the local field representative to assist with interrogating the device. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was in the cardiovascular intensive care unit (cvicu) after an episode of ventricular tachycardia (vt) arrhythmia. The ICD device was interrogated, and the health care professional (hcp) called technical services (ts) and requested review of the device stored data due to concerns of device not providing therapy when required. The hcp noted that the patient was in a ventricular tachycardia (vt) arrhythmia however, the ICD appeared to not deliver therapy. Ts was unable to review the episodes due to the device had yet to be interrogated. Ts advised the hcp to contact the local field representative to assist with interrogating the device. At this time, the device remains in service. No adverse patient effects were reported. Subsequent additional information was received from the field representative that reported, the implantable cardioverter defibrillator (ICD) device was interrogated. The presenting electrogram (egm) showed that the device had appropriately delivered anti-tachycardia pacing (atp) therapy and was able to convert the ventricular tachycardia (vt) arrhythmia. No shock therapy delivery was required. The device function was normal and appropriate. At this time, the ICD remains in service. No adverse patient effects were reported.